Event description:
It was reported that the patient was seen "a while back" and had a urinary tract infection. The infection resolved.

Manufacturer narrative:
Product ID 3093-33, lot# v748061, serial#, implanted: 2011 (B)(6), explanted: product typ lead, product ID 3093-33, lot# v748061, serial#, implanted: 2011 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).